Event description:
It is reported that the device was implanted in 2007. Dislocation between the device and the nitrided head neck occurred the following month, and device was revised one day later.

Manufacturer narrative:
Evaluation summary: the definitive cause for the head dislocation from the liner is not known. Many factors including impingement and component placement could have resulted in the dislocation. There is insufficient info to determine the cause in this event. H6: evaluation codes: as returned, the liner shows no apparent damage from the implantation. The device history records for the liner are intact and conforming, indicating the device was manufactured to specs. No x-rays were provided with the complaint for review.